Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported leak was not confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that negative pressure was applied inside of the anatomy. It should be noted that the nc trek instructions for use, preparation section, instructs the user to prepare the catheter for use prior to advancing into the anatomy. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.75x12 mm nc trek balloon was inserted to lesion through guiding catheter over the guide wire. Attempts to prepare the balloon inside the anatomy failed as there was no vacuum in the system when negative pressure was applied. The proximal shaft of the balloon catheter separated. Another balloon catheter was used to complete balloon angioplasty. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.